Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show preoperative lumbar films show double spondylolisthesis at l3 and l4 with end stage disc collapse at l5. Initial surgery is a two level tlif at l3 and l4 with good correction. L5 screws loosen requiring extension to s1. As l5 was gone to begin with, extension to this level initially would have been a good idea. Basing a fusion construct on an arthritic level can lead to severe mechanical pain. Good overall technique is demonstrated. Bone failure due to osteoporosis and no movement through l5, placing stress on l5 screws.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.